Manufacturer narrative:
In this report, these sections: type of reported complaint, adverse event/product problem and health impact grid have been updated to product problem as per further evaluation.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that patient has a heart issues. And patient stated that his doctor thought heart issues might be for the device. The patient required prescription medications. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.